Manufacturer narrative:
The consumer reportedly was walking with the rollator when she heard a strange sound and one of the wheels fell off. If the caster was permitted to loosen, improper maintenance of this type can result in the wheel falling out and/or bending. Current user guides cover this area. User error/improper maintenance is likely cause of this incident. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer was walking with the rollator when she allegedly heard a sound and realized the wheel had fell off the unit. No injury is alleged.